Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 48mg/dl. Customer stated she treated her low blood sugar with glucose tablets and suspended her pump. Customer also stated that they had high blood glucose value of 302mg/dl and treated with bolus and changed her site. Customer declined trouble shooting for the high blood sugar. Insulin pump will not be returned for analysis.